Manufacturer narrative:
Event consists of marker band separation from catheter remaining in the blood vessel as seen on fluoroscopy. The marker band was retrieved using a percutaneous snare, prolonging the procedure by one hour. No reason for the marker band separation was provided by the user facility. The device is being returned to the MFR. Initial product eval: the customer site stated that during the procedure the tip of the catheter broke off and was in the blood vessel seen on fluoroscopy. The tip was removed by the surgeon. Inspected the returned catheter and noticed that the proximal marker band has broken free from the catheter and was returned in a separate container. Also noticed that the windows received some damage. Inspected the proximal saddle and noticed that the saddle is still welded to the hypo tube, there is an impression in the pebax of where the marker band was crimped on. There were no issues discovered with the distal marker band. Operated the catheter with a test pump and there were no operational defects but due to the window damage the customer site would have noticed some performance issues. Investigation of marker band material and processes is ongoing.

Event description:
Hospital personnel reporting: per our verbal conversation, today 7/27, at medical center, a pt had a procedure using the possis machine and catheter. During the procedure, the tip of the catheter broke off and was in the blood vessel seen on fluoroscopy. The tip was removed by the surgeon. This lead to an additional one hour of surgery. The cat # and lot # of the catheter that was used is: cat #105420-001, lot #74299. This is a formal notification of product malfunctioning. Please take the necessary precautions and notification of malfunction. We are checking our inventory to ascertain if we had any other product under this lot #. As reported on the complaint form by the sales rep: pt placed supine on the o.r. Table. Dvx catheter prepped in the usual fashion. 6fr. Sheath used to access the popliteal vein. Upon inserting the catheter into the sheath and into the vessel, dr noticed an abnormal spacing on the catheter. Upon removing the dvx, he noted a missing marker band. Under fluoroscopy he noticed the marker band on the .035 magic torque wire. He unsuccessfully tried to retrieve the band by inflating a balloon and pulling it into the sheath. He was able to use a snare kit and successfully retrieve the object. The procedure continued without further incident.